Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced repeated insulin occlusion alerts associated with an infusion set and tubing, initially resolved after a complete supply change and later addressed by checking and reconnecting tubing and acknowledging the alert, with insulin delivery continuing and blood glucose decreasing thereafter; the highest blood glucose reported during the incident was 310 mg/dl, and another occurrence was reported with a blood glucose of 181 mg/dl. Symptoms included no reported clinical symptoms. Outcomes included successful correction without external assistance or medical intervention and no hospitalization. Investigation included guided troubleshooting of the infusion set, cartridge, connector, and tubing, a full supply change, and acknowledgment of the occlusion alert to resume therapy. Investigation of this case revealed an insulin flow interruption consistent with an occlusion in the infusion set or tubing that was resolved by supply change and reconnection. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set or tubing occlusion.